Event description:
The customer reported to olympus, the evis exera iii video system center had b30 scope communication error with three 190 series scopes on two different cv-190. The issue was found during preparation for use. There were no reports of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
The device is expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.